Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via a phone call, the insulin pump was malfunctioning. The customer woke up with the device alarming motor error. The customer's blood glucose was 350 mg/dl. The device was priming when the alarm occurred. Troubleshooting for the alarm occurred and no anomalies were noted on the drive support cap. The customer was able to rewind and no motor position encoder error alarm had occurred. Customer was then advised to retrieve the device setting when the device alarmed no delivery. Troubleshooting for no delivery was performed and customer didn't have a plunger to complete troubleshooting customer was then advised the device needed to be replaced. Customer agreed to return it for analysis.